Event description:
Customer called hologic questioning sars-cov-2 samples that tested negative on the panther plus instrument sn (B)(4), but tested positive on the seegene system. Customer was concerned because the rlus were higher than the typical 250-350 that they're used to seeing, so they tested them again on the seegene.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the impacted logs and noted that the issue was likely due to contamination on the sangeen or possible that the affected samples are low target samples.